Manufacturer narrative:
It was reported that there was back flow. One sample model 2420-0007 was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a bd secondary set was primed with blue dyed water. The sets were allowed to free flow and back flow was observed. The customer complaint was verified and a quality notification was sent to the supplier. From the supplier investigation, the check valve was inspected on an offline tester and backflow failure was observed then as well. The check valve was then disassembled and analyzed for particulates on the silicone disc. Under the microscope a white substance was seen all over the silicone disc. The entire silicone disc was then sent to our internal lab for analysis. The investigation identified the substances as polydimethylsiloxane and calcium stearate. This type of substance is not used at the supplier. From the manufacturer's investigation, the supplier stated that the particulate in the back check valve was polydimethylsiloxane and calcium stearate. Quality and manufacturing operations from assembly and molding process were consulted and none of these substances are used in manufacturing process. A review of the stages of the assembly process was performed (extrusion process, kan ban areas, transfer rooms, manufacturing lines) and no anomalies or indicators where the contamination could be happened was identified. After the investigation along with manufacturing and quality operations team, it was not possible to identify that the condition reported was generate in the manufacturing process. A DHR was performed on the possible lots 23105153, 23105154, and 23085593. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had backflow the following information was received by the initial reporter with the verbatim: it was observed during functional testing on returned set model 2420-0007 lot unknown that a backflow was observed.